Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise. The lead was programmed off. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only connector portion) was returned in one piece. Final analysis found that the insulation was abraded at 10.8cm to 11.6cm from the connector pin. The abrasions were consistent with exposure to constant friction to the device can.

Event description:
New information was states that the right ventricular lead was explanted.

Manufacturer narrative:
Correction: to d9 should have been selected and (B)(6) 2025 should have been input.